Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited oversensing of the p-wave which caused pacing inhibition in this pacemaker dependent patient. It is also reported that a shock was delivered when the patient goes into atrial fibrillation/flutter. The sensitivity is at least and the av delay is 80ms. A medical person reported that the device does not appear to be capturing. The device is not on the recall list.